Manufacturer narrative:
The vse instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed seal and cut tests successfully. There was no physical damage observed on the distal end during testing that would have caused arcing. There was no failure logs displayed. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to misuse of the product, or other factors not directly related to the device. Intuitive followed up and obtained additional information. Procedure was completed robotically. There was just smoke from the tip of the sealer. There was no arcing. Intuitive erbe was used. Jaws were not immersed in liquid. There were no images and no video recording available.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, smoke was coming from the vessel sealer extend (vse) instrument prior to use inside the patient. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.